Event description:
The surgeon inserted a cc4204bf collamer single piece lens into the eye, and the lens was removed because it looked defective. The reporter stated that the lens was not damaged when inserted into the eye, but could not clarify what was defective about the lens. Requested more information from the facility but none has been given.